Event description:
Caller reported a malfunction on the pump, identified by code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue arises again.